Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based upon the information from the olympus local service department, olympus medical systems corp. (Omsc) surmised that the reported phenomenon occurred due to failure of the circuit board. The exact cause of the circuit board failure could not be conclusively determined. There were some items for which information could not be obtained. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon was duplicated and no image signal was output from the subject device due to a failure of the circuit board. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed that unspecified timing, the hd/sd sdi out 2 terminal of the subject device did not work. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.